Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s hip joint (date of implant, p/n were, lot number were unknown) including old type of s-rom. The revision surgery was performed on (B)(6) 2018 because the patient complained the pain due to the defect on the acetabular side. The patient was (B)(6) female. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.